Event description:
Patient was revised to address poly wear of the meniscal bearings and patella.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product information. The product was reported to have been implanted for approximately seventeen years prior to revision. Polyethylene wear for a knee device implanted for seventeen years should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.